Event description:
The customer reported a precharge error. The system will not boot. No pt injury was reported.

Manufacturer narrative:
The service rep removed and replaced battery packs. Boot system with no errors. Batteries and system operate as intended at this time.